Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error during the priming process. The patient's blood glucose at the time of incident was 246 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared flush. There was no high magnetic field exposure for the device either. However, a motor position encoder error alarm was identified in the alarm history. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the functional testing including currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm or e70 alarm during testing noted. The motor passed the motor test. The insulin pump had cracked case at the display window corner, cracked battery tube threads and minor scratched display window.